Event description:
The customer reported a patient experienced urticaria after an olympus scope disinfected in the endoclense system using disopa was used on the patient. The patient had an upper endoscopy procedure performed, and on the same day experienced urticaria. The patient sought medical attention and was prescribed atarax-p, alesion tablets, eurax cream 10%, solita - t no. 1, soldem 1, and stronger neo-minophagen c injection. The patient's symptoms resolved after receiving medical treatment. The patient has experienced urticaria once in the past, but the facility did not report the event. They thought it was a reaction to the buscopan injection given to the patient at the time when the scope was used on the patient.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. The DHR (device history review) for cidex opa was unable to be reviewed as the lot number was not provided. Trending analysis for "hr-allergic symptoms" issues associated to the cidex opa was reviewed. The defects per million opportunities (dpmo) over the past 12 months (december 2009 to november 2010) for cidex opa solution (which includes disopa solution) was retrieved. The overall trend has been below the upper control limit. The fmea (failure mode effects analysis) score for allergic symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) adjusted risk was assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) hazard/risk index for similar symptoms was 2, which indicates the associated risk is none/negligible. There was no product returned for investigation of the report of anaphylactic reaction. The olympus gif-h260 scope was washed prior to use as per "undefined" guidelines and disinfected using disopa in the endoclens for 17 minutes. The affiliate stated the manufacturer of the endoclens was not notified of this complaint. According to the sales representative, no defect was found with the endoclens. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. As indicated in the cidex opa instructions for use (IFU), exposure to cidex opa may elicit an allergic reaction. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. The cidex opa IFU also warns that the use of cidex opa solution with semi-critical devices must be part of a validated rinsing procedure as provided by the device manufacturer. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining of the mouth, throat, esophagus and stomach. The limited information received suggests that inadequate rinsing of the endoscope might have contributed to this event.

Manufacturer narrative:
Concomitant devices: olympus endoscope - model # gif-h260, endoclense - sn: unknown. (B) (4) available: skin, allergic. The cidex IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. Seek medical attention if skin contact happens. In case of skin contact, immediately wash with water. The cidex IFU states: always follow the directions for use rinsing instructions exactly or residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining.